Event description:
A surgeon reported experiencing poor aspiration during a procedure. The aspiration line was clamped, however aspiration pressure was not enough. The issue was resolved after the product was replaced. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).